Event description:
It was reported that the 9800 system intermittently would not boot up. Also there was a filament error. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when addtional details become available.